Event description:
It was reported that the device broke. The target lesion was an unknown endo vessel. When pushing the device into the sheath, the shaft was broken. There was no patient injury reported.

Manufacturer narrative:
We are pending receipt of the device. The investigation is currently in progress.